Manufacturer narrative:
Appropriate term/code not available was used as there was no known patient impact. The returned right ventricular (rv) lead was analyzed and the difficult-to-position allegation was confirmed based on inner insulation (ptfe) damage which was bunched/wrinkled and rs- coil offset/deformed between 14 to 24 centimeters from terminal. On some occasions, the friction force that results from contact between the lead and a constricted area is enough to cause the rs- ptfe to bunch up, that appears to have happened. If the bunched rs- ptfe is significant, it can cause the rs- conductor coils to become offset, which results in helix mechanism difficulty and the stylet insertion may be impeded.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. Additional information from the field indicated that the lead had took an excess number of turns to extend the helix and there was a question about the lead stability. Another lead was implanted with the same performance. The physician thought that this was all related to patient anatomy and not a lead performance issue. This lead was never in service. No adverse patient effects were reported.